Event description:
It was reported that when the asymptomatic patient presented to hospital for routine generator replacement, externalized conductors were observed on the lead. The electrical function of the lead was tested and no anomalies were noted. The lead was explanted and replaced. Patient¿s condition was good post-procedure.